Event description:
It was reported by a company representative that a vns patient experienced vocal cord paralysis after undergoing an MRI. The MRI was not performed using a head coil and the lead was heated. The medical professionals believe that the paralysis has been caused by the exposition to the MRI. System diagnostics are within normal limits. At the moment, no interventions have been planned and good faith attempts to obtain further information have been unsuccessful to date.